Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wasn't receiving relief on the left leg. An impedance test was performed and electrodes 0-7 were greater than 10,000 ohms except for electrode 5 which was around 5,000ohms. On the right side electrodes 8-15 were fine for their right leg. The representative said the patient couldn't tolerate testing at a higher voltage. The patient fell out of bed about a month ago and that was when they noticed the change in therapy. The patient was going to have another consultation appointment on (B)(6) 2018. They were currently using electrodes 0-4 for programming. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient fell out of bed about five weeks ago again on his right side, not left side where the battery is located. He has not noticed any relief for quite a while. No impedances changes. An x-ray was done and they were unable to see any changes. The patient's doctor and office were notified. The surgery will be scheduled for possible pocket revision and to check the lead insertion. If the impedances are still high, lead revisions will be done. No further information was reported. Additional information: it was reported the rep is at the patient's revision today (B)(6). The plan is to disconnect lead from the ins, wipe everything off, reinsert leads into the ins and check impedances to see if the issue has resolved. The rep brought along the multi-lead trialing controller (mltc) to also check the leads. The rep will call back with the information regarding the revision after it has taken place. No further complications were reported. Additional information: it was reported the 0-7 tail lead was removed, wiped down and impedances were in the normal range. Post op the patient felt stimulation in the correct location. No further information was reported.